Manufacturer narrative:
The lens was received cut and only one half of the lens was received. The sample was inspected at 10x microscope magnification. Visual inspection revealed that the half of the lens received had surface scratches and surface residuals (fiber/particles) on the lens compatible with the handling the lens in a non-controlled particle environment. The lens was returned with only one haptic. Based on the investigation the lens was cut and only one half of the lens was received. The condition observed is consistent with an lens that was explanted from the patient's eye. The investigation results reasonably suggest that the condition of the lens is attributed to handling. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in separate procedure. A new technician did not put enough provisc in the cartridge and tried to load the lens. It got stuck, was pulled out and reloaded. There was a small crack in the lens. There were no complications. Another lens was used, the same model and size. The original surgery date was not provided. No further information was provided.